Event description:
It was reported that part of the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology packaging was black. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the packaging paper has become black.".

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received five photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual examination it was observed that black tape was present on the packaging confirming your reported issue. Sensors are used during the manufacturing process to detect the black tape and stop printing. It is then the operator¿s responsibility to ensure that packages with black tape are discarded. Presence of the black tape indicate the most likely cause is operator error.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that part of the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology packaging was black. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the packaging paper has become black."